Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that during implant, the implantable cardiac monitor displayed an error message. The device was not used and replaced.